Event description:
It was reported the pt is experiencing a burning sensation "directly under her ipg". The pt stated the sensation comes and goes through out the day. The pt also stated the sensation occurs regardless of posture or whether the stimulation is on or off. The pt is pending a consultation with her physician to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.